Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer's blood glucose at the time of the event was 123 mg/dl. While their sensor glucose value was 90 mg/dl. The device suspended insulin delivery due to the low sensor glucose value of 80 mg/dl. Troubleshooting was performed. The sensor will not be returned for analysis.